Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces. No blank display during testing. No damage found on the lcd isolation tape noted. The device received with a cracked case at the display window corner, cracked lcd window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The nurse reported via phone call that the insulin pump had a button error alarm and a blank display. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.